Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide, before you begin, make sure you have the following items: vial of u-100 humalog or u-100 novolog insulin.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 100 units of insulin during the load sequence. Reportedly, customer was using pens to fill the cartridge with insulin. A new cartridge was loaded to resolve the issue. There was no adverse impact on customer's blood glucose level.